Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment could not confirm the reported events. The pre-case computed tomography revealed bilateral concomitant use with non-endologix products which is outside the indications for use and most likely contributed to the reported events. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. (B)(4).

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The physician experienced resistance during advancement of the aortic body delivery system through the left common iliac artery. The physician elected to implant a bes at the proximal left common iliac artery below the aortic bifurcation. The aortic boy delivery system was tracked through the bes device however, the bes was dislodged and displaced upward on the aortic body delivery sheath. The physician unsheathed the aortic body stent graft, the bes lodged on the distal portion of the ab. Polymer fill was completed however, the contralateral limb could not be visualized. A decision was made to implant a bard covered stent at the proximal edge of the ipsilateral limb. At the conclusion of the case, an intra-operative type I endoleak was present. The patient will continue to be monitored.